Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2298624: (B)(6): e020201 anxiety, a0412 material rupture, e2303 capsular contracture and a010102 device appears to trigger rejection. Device returned to device analysis. (B)(4): arthritis-rheumatoid - ndr. Device not returned to device analysis. (B)(4): anxiety - product/procedure. Device returned to device analysis. 2323465: capsular contracture and rupture. Device returned to device analysis. (B)(4): capsular contracture. Device returned to device analysis. Even though there were two additional complaints of rupture for this lot number, the devices were returned, and after inspection no workmanship were detected. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (B)(4) material rupture (rupture). DHR issue found. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported ""fear of alcl" and capsular contracture baker grade "ii+."" This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "fear of alcl", rupture and capsular contracture baker grade "ii+"". This record is for the left side. Device was explanted and replaced.